Manufacturer narrative:
Per visual inspection: dose window missing. No physical damage to cartridge holder or inpen front shell. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Inpen passed front cap investigation. No dust and debris were noted on the leadscrew or dose knob assembly during testing. Inpen passed front cap investigation. In conclusion: inpen received without dose window. Therefore, the customer concern of dose window broke off was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the window displaying the numbers on the inpen was closed and that the numbers could not be seen. The customer reported no adverse event. The event involved product mmt-105nnpkna. Troubleshooting was performed and indicated that the inpen should be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-105nnpkna will be returned for analysis.